Event description:
Rptr had foot surgery in 2001. Rptr can put no weight on left foot. Rptr purchased a pair of crutches - sunrise medical/guardian/quik-fit. As rptr was trying to walk with the crutches, rptr noticed that rptr was still moving forward, but the crutches were stuck to the floor. Rptr's foot that was not allowed to be weight bearing now was bearing weight. Rptr called home care and they gave rptr the number to sunrise medical. Rptr talked with the rep, telling the rep that they had a design problem with the lower support. The raised rim causes a suction effect. Rep said she would call rptr back, rep did not, and rptr can't seem to reach her. The rptr's weight may play a role, but how many have fallen due to that design? How many more young or old will fall just because they were walking on a smooth surface?